Event description:
The customer reported that the device failed the charge button test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the philips repair bench and the reported symptom was recreated. Replacement of the therapy pca resolved the symptom. After passing all required testing, the device was returned to the customer.